Manufacturer narrative:
A medwatch form was not received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter, despite multiple attempts to obtain the required information. This product was being used for treatment, not diagnosis. Medtronic xomed inc. Requested additional information about the patient's current condition, and the facility stated the following; "there is no permanent impairment to patient's health. The nerve was repaired and the patient is talking normally and voice is not raspy or breathy." The evaluation method for analysis "fdm code" is not applicable to this report. The dr reported that the device in question did not malfunction or contributed to the patient's injury. The unit will not be returned for evaluation, and is still in use with no problems reported. A review of the repair database indicates there are no records for service or requests for repair on the device in question since the customer's purchase in (B)(6) of 2008. Clarification to the results "fdr code" is as follows. The nerve was fatigued due to surgical conditions and was not identified "stimulated" to determine its location during surgery. The patient's nerve path was not in normal position caused by a goiter that affected the patient's anatomy which may have contributed to the nerve damage. The device in question was in use during the surgery and cannot be ruled out as a contributing factor to the nerve damage. The instructions for use include, but are not limited to, the following statements: this device is indicated for locating and identifying nerves during surgery. The use of paralyzing anesthetic agents will significantly reduce, if not completely eliminate, emg response to direct or passive nerve stimulation. The nim does not prevent the severing of nerves during surgical procedures. If nerve monitoring is compromised, the surgical practitioner must rely on alternate methods, or surgical skills, experience, and anatomical knowledge to prevent damage to nerves. False negative responses (failure to locate nerve) may result from neuromuscular fatigue from prolonged or repeated exposure to electrical stimuli.

Event description:
During thyroid surgery, the patient sustained nerve damage; the surgeon severed the right laryngeal nerve. There was no reported delay of the procedure. An additional surgery was required to reattach the right laryngeal nerve. Patient recovered with no permanent impairment.